Manufacturer narrative:
Medical device problem code (B)(4) - failure to follow steps. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of the calcified right common femoral vein using a prostyle device after a diagnostic procedure using a small hole sheath. No imaging was taken prior to prostyle use. Reportedly, when the plunger was pulled out, no suture was attached to the needle. Another prostyle was used with the knot advanced to the vessel wall; however, hemostasis was not achieved. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The cause of the reported difficulty and the subsequent treatment appear to be related to the circumstances of the procedure. In this case, it is likely an interaction of the device with patient anatomy causing needle deflection of the anterior needle during deployment led to the reported failure to cycle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.